Event description:
It was reported that the patient experienced syncopal episodes and symptoms of diaphragmatic stimulation several weeks earlier. The lead exhibited loss of capture and sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.